Event description:
Caller states the patient tested 8.0 inr on the coaguchek xs system and 3.2 inr on a comparison lab. Coumadin was held for 2 days based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.